Event description:
It was reported that top part of the reduction drive unit came off during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tools fell apart due to high mechanical loading during long term in use. Device history records identify that this device was never received for service and maintenance for more than 10 years. Therefore, we conclude missing maintenance as root cause for this problem.